Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had piston failure and high blood glucose levels. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was programmed with multiple boluses and was monitored. The boluses were delivered and recorded properly in the bolus history screen. No bolus anomaly or cosmetic damage noted.